Event description:
The customer stated that her blood glucose was tested using her elite meter and a one touch meter. The elite read 256 mg/dl, while the one touch read 120 mg/dl. The difference between the readings fall in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting. No product will be returned at this time.

Manufacturer narrative:
This complaint was not initially flagged as a potential MDR, so it will be submitted past the 30 day window.